Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of growth within the feeding tube was confirmed and appeared to be associated with use of the device. One 20fr ponsky nbr device was returned for investigation. Discoloration was observed throughout the length of the device. The printing on the external surface of the catheter was partially worn. Black spots and a light colored residue lined the internal surface of the tube. The catheter was cut open and a microscopic examination revealed the black spots growing into the silicone material. The discoloration and lining within in the device may be attributable to mold, yeast, and/or bacteria that can migrate from the stomach or the formula into the feeding tube. The microorganisms attach to the walls of the feeding tube and grow, leading to tube clogging and degradation. No defects related to the manufacturing process were noted on the complaint sample.

Event description:
It was reported that fungus-like growth was seen inside the tube. The tube was removed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that fungus-like growth was seen inside the tube. The tube was removed.